Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and it was noted that the unit was received pressurized. The customer foot pedal, battery and charger were not included with the unit. A functional evaluation was performed. The unit passed the 30 pound weight test. The unit was de-pressurized and each of the limbs were manipulated and each moved freely. The drape switch and foot pedal test fixtures were utilized and the unit de-pressurized and pressurized as designed. The setup switch de-pressurized and pressurized the unit as designed. The main power switch functioned properly. The unit was left pressurized for 1 hour. The weight test was administered again and the unit passed. The test fixtures were utilized again and the unit worked as designed. The main switch worked as designed, again. The setup switch also worked. The piston migration was measured at 1.11 inches. The complaint was not verified and the root cause could not be duplicated during the functional testing process. It is recommended that the instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, also regarding the proper states of the power switch, setup switch, switch drape and footswitch, before and during the procedure being performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, the spider was not holding the position. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.